Event description:
The rate independently changed by the customer contact receiving less medication than intended. At an unspecified time, the pump was reportedly programmed to deliver 25,000u of heparin in 250ml ata a rate of 12ml/hr. After an unspecified length of time, the rn entered the pt's room to increase the infusion rate when she noted that the pump was delivering at a rate of 0.2ml/hr. At this time, the pump was reprogrammed to deliver at a rate of 13ml/hr and the delivery was continued. Approx 6 hours later, the rn entered the pt's room to increase the delivery rate when she noted the pump was again delivering at a rate of 0.2ml/hr. At this time, the pump was removed from clinical service and therapy was resumed using a replacmenet device. Partial thromboplastin times (ptt) were drawn every 6 hours until the pt's level was in the therapeutic range. There were no reported adverse pt effects.